Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose level. The customer's blood glucose was 402 mg/dl at the time of call. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with manual injection. Customer stated that they received no delivery alarm. Customer stated that the not tried all remedies. Customer wishes to continue troubleshoot. The insulin pump will not be returned for analysis.